Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappeared, which the caller acknowledged and understood.